Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to unspecified medical reasons. The device was explanted on (B)(6) 2010, and the patient was reimplanted with another device on (B)(6) 2011. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2011.